Manufacturer narrative:
Investigation: x-review DHR, x-inspect returned samples. Analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 10/17/2019 under wo (B)(4) and shipped on 12/12/2019. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair log (B)(4). Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause : the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: the unit was fitted with a replacement board, tested to specification and returned to the customer. The board was set aside for further evaluation by engineering. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated "current is intermittent." Repair tech stated "cannot duplicate customer complaint - replaced pcb." Repair order #(B)(4). 1216677-2021-00038 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Customer stated "current is intermittent". Repair tech stated "cannot duplicate customer complaint - replaced pcb". Repair order #9: (B)(4). Leep precision generator lp-20-120. E-complaint- (B)(4).